Event description:
It was reported that during routine check the compressor had a loud rattling noise. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) could verify on-site that the reported compressor was making noise. The compressor motor were replaced and the compressor was returned to service after successful functional testing was completed. The returned compressor motor unit was tested in a test bench. Noise could be heard when the compressor motor was running stand-alone in the bench. The compressor motor ran however, as expected. The increased noise was caused by a foreign material in the cylinder and hit by the piston. The piston is attached to the connecting rod with a bolt, part of the bolt was missing.

Event description:
(B)(4).